Manufacturer narrative:
Literature citation: mohammad alaa abusedera, "percutaneous treatment of large pyogenic liver abscess", published (2014) 45, pages 109-115. (B)(4). The device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported via journal article that a catheter became occluded. The patients in this study received either percutaneous drainage treatment via needle aspiration or percutaneous catheter drainage (cd) using a multipurpose flexima catheter or another non bsc polyurethane-based catheter to treat their pyogenic liver abscess. After discharge, all patients were followed up with periodic clinical and us examinations to assess any recurrence of the disease and to monitor the size of the abscess cavity. The patients were examined weekly during the first month, monthly for the next 3 months and at two monthly intervals thereafter until complete resolution of the abscess was achieved. It was observed post treatment that cd was unsuccessful in some cases as it was noted that thick pus and debris occluded the catheter which resulted in a catheter exchange in size from a 8 to 12 french catheter.